Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient developed striae on the right eye (od) at a 1+ month post op exam. A description from the surgery center indicated the patient¿s vision on the od was not as clear as the left eye (os) and observed striae in the flap. The patient¿s chief complaint was of blurry vision. A flap lift was performed to remove the striae. At the 5-week post op exam, the cornea was still healing and patient is being managed. Bcva from (B)(6) 2018: right eye post-op 20/20 1.00 x -.75 x 45, left eye post-op 20/20 .50 x .00 x 90.